Event description:
A physician reported that a pt visited the emergency room and complained of chest pain following an unspecified procedure. The physician attributed the pt complaints to the biopsy forceps used earlier in the day, and claimed the biopsy forceps took a large bite of sample tissue. The current condition of the pt is unk. The user facility was contacted for add'l info by phone and in writing, but no further info was obtained.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The physician declined a meeting with an olympus rep to gather add'l info regarding this report. The cause of the pt's outcome cannot be conclusively determined at this time. This report will be supplemented, if add'l and significant info becomes available at a later date. This report is being submitted as an MDR in an abundance of caution.